Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3 years in the previous follow up to 6 months in the most recent check. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 3 years in the previous follow up to 6 months in the most recent check. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported.